Manufacturer narrative:
Customer's meter was returned for investigation. Meter powered on without difficulty with fresh retention batteries. Observed no display issues or malfunctions. Touchscreen was responsive and navigation through the meter's menu was without difficulty. The reporter's meter was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No power or display issues were observed. The alleged malfunction was not reproducible. The product performed according to the specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). Customer stated the meter display is black with a bit of blue at the bottom of the screen. Customer stated the issue could impede the ability to read the results. There was no allegation that any test results had been misinterpreted.